Event description:
It was reported that a ventilator generated a safety valve open and no o2 supply alerts. There was no patient involvement. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) evaluated the device, and verified the reported malfunction. The cse replaced the graphic user interface (gui) printed circuit board (pcb), and downloaded the current software revision, which resolved the issue. No parts are expected to be returned for investigation.